Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation five inappropriately stored episodes of non-sustained ventricular tachycardia (vt) were observed due to oversensing of noise. The oversensing led to pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) was consulted and reviewed the data. Ts noted that there was noise, but it was not being marked as noise. The field representative also reported that the device is off-label with two rv leads placed. The rv lead that is plugged into the atrial port is placed in the rv septum. The other lead is placed on the rv apex. The device was reprogrammed to pace and sense only with the rv lead plugged into the ra port on the device. At this time the pacemaker and leads remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the remote monitoring system found that there was radio frequency (rf) overuse. This was due to many ventricular tachycardia (vt) alerts being detected by the remote home monitor and interrogations many extensive electrograms (egms) egms. The clinic stated they are also aware of the noise on the rv lead, and tried to program around it. The clinic acknowledged that they are aware that the rv lead was implanted in the atrial port and of the current programming. Boston scientific technical services (ts) discussed programming options to help elevate some of rf usage with the current programming of using the rv lead that is in the ra port. The pacemaker and rv leads remain in service and no adverse patient effects were reported.